Event description:
Patient presented to the physician with an infection at the chest incision. Physician prescribed antibiotics. Patient presented back to the physician with continued infection and wound dehiscence at the chest incision site. Physician brought the patient to the or and removed the entire inspire system.